Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation for eval. The eval confirmed the presence of a complete tear in the tube of the lens cleaning sheath, and the distal end had separated from the device. There were several cuts beside the broken part of the tube. The original equipment MFR determined the reported phenomenon occurred when the physician withdrew the scope through the trocar with the sheath attached. If relevant and significant info become available, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported during a laparoscopy-assisted distal gastrectomy the tube of the lens cleaning sheath was torn, and the distal tip broke off and fell inside the pt's body cavity. The broken tip was retrieved from the pt with the use of the same scope along with an unspecified instrument. There was no pt injury reported.